Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, all steps were performed correctly; however, when attempting to remove the device, there was resistance noted. Although the foot was retracted and the lever was returned to its original position, it was not possible to retrieve the device. After multiple attempts and rotating the device a few times, the device was able to be removed. No tissue damage was noted. Hemostasis was achieved with the sutures of the same device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.